Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, it was observed a crease on the anterior view. Within the crease, a tear measuring approximately 4.0 cm was noted. The evaluation determined that the rupture is consistent with a crease fold rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round spectrum 375 cc saline breast implant, serial (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round spectrum 375 cc saline breast implants which the right side deflated after implantation.. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on 8/27/2019, indicated that the date of removal is on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, additional information received indicated that the patient also had issue with ptosis on the right side and the deflation was bilateral. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number shpx-450, serial number (B)(4), and right replaced with catalog number shpx-450, serial number (B)(4), and revision mastopexies was done. Manufacturer¿s reference number: (B)(4).